Manufacturer narrative:
It was reported that a communication failure occurred during pre-operative planning. Upon restart of the device, patient folder cannot be found. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation, the technical root cause of the first shutdown is a known software design anomaly. The technical root cause of the second shutdown is a crash of rosanna_brain application. The root cause of the patient folder which cannot be found at restart is that the shutdown of the device did not permit to the user to save correctly the patient folder. UDI# : (B)(4).

Event description:
The surgeon was getting a CT scan and trying to upload it. The surgeon had issues with getting the scan correctly, but we uploaded 4 separate CT scans to the rosa and merged each one. Once the correct CT was obtained, the rosa robot shutdown due to communication error. When the robot was restarted, a full minute was waited to restart the system. The delay was between 6-8 minutes long. When booted up again, it was found that the patient folder was unavailable, so a new patient folder had to be created. This additional delay was about 5 minutes.